Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/29/2023, it was reported by a sales representative via sems that the banana blade from an ar-6527s hip arthroscope disposable kit broke inside the patient. This was not discovered until the patient went for a post-operative visit. An x-ray scan confirmed there was a foreign object inside the patient. On (B)(6) 2023, the patient underwent revision surgery to remove the broken fragments. The revision procedure was conducted smoothly with no complications, and the fragments were fully retrieved. Additional information requested.

Event description:
Additional information received on 7/5/2023: the original procedure date is unknown at this time. Both surgeries were performed at the same facility and by the same surgeon. The lot number used is also unknown.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-6527s was received for evaluation the batch could not be identified because the received piece is too small. The visual inspection indicated that the received metal piece has a bend and a cut, likely due to contact with another instrument. The most likely cause is the application of excessive mechanical force during insertion or use.